Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that over 48 hours into the ivtm therapy, the tubing of the start-up kit (suk) was ruptured around the roller pump. The customer observed saline leakage from a skive cut on the suk tubing around the roller pump. The suk was replaced. However, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:01 (pump failed) error message. It is unknown how long after replacing the suk the tcmid:01 error happened. Despite multiple restart attempts, the error persisted. Therefore, the use of thermogard was discontinued. It is unknown if there were any consequences or impact on the patient.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported tcmid:01 (pump failed) error was not observed in the system's log data and was not directly reproduced during functional testing. However, the event log contained a related error 1.6.2 speed_error_too_slow occurred multiple times on the reported event date. Also, functional testing identified that the root cause of the reported complaint was the defective pump raceway and inoperative vexta motor assembly, caused by saline leakage from the damaged suk. Visual inspection showed that the pump raceway was exposed to a large amount of saline due to the leaking suk, which caused the hall sensor circuit board inside the pump raceway assembly to fail. As a result, the pump lid open detector did not function properly; the orange led indicator did not light up, and the roller pump kept running even when the pump lid was open, without stopping or triggering any warning. During functional testing, it was found that the motor shaft of the vexta motor assembly did not rotate. This was caused by saline leaking into the motor from the damaged suk. A pump gap check verified that the pump roller gap was within the optimal range. It was determined that the vexta motor assembly and pump raceway must be replaced to resolve the customer's complaint. Zoll is waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).